Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 (com (B)(4)), and during the revision operation the trial head popped off the stem and was lost in the joint space. The patient was taken back to the operating room on (B)(6) 2014 for removal of the trial head. A surgical delay of at least 30 minutes was reported.

Manufacturer narrative:
Complaint description: pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 (B)(4), and during the revision operation the trial head popped off the stem and was lost in the joint space. The patient was taken back to the or. On (B)(6) 2014 for removal of the trial head. A surgical delay of at least 30 minutes was reported. No product, product code or lot number was received to assist in the investigation. The medical records state that intermittent x-rays could not locate the product as the trial head did not have any radiodense markers within it. Eventually a CT scan located the trial head and the patient was taken back into the or for removal of the trial head. Without the product code or lot number it is not possible to determine the age or the type of trial head used. A lot of the trial head heads manufactured now have marker wires fitted and also a suture hole so that the surgeon can secure the trial head to the stem or to the surrounding tissue to prevent losing the product in the body. Without any more information, no further investigation can be undertaken on this complaint. The complaint shall be closed with an undetermined conclusion and a root cause of undetermined: no product problem identified. Should the product or further information be returned then the complaint may be reopened for further investigation. The complaint details will be entered into the complaint database and monitored through trend analysis.